Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information was available to bsn.

Manufacturer narrative:
Explant date: (B)(6) 2014. Additional suspect medical device components involved in the event:   model#: sc-2218-70, serial#:(B)(4), description: linear st lead, 70cm.